Event description:
The customer reported a few ml of bluish fluid leaked inside the coulter lh 750 hematology analyzer while running retic qc (quality control). The customer indicated that the leak was contained within the instrument and the instrument generated no retic results (:::::: retic result). The operator was wearing personal protective equipment consisting of gloves and a laboratory coat at the time of the event and no injury or exposure was reported. No erroneous patient results were generated for this event and no injury or exposure was reported.

Manufacturer narrative:
A beckman coulter fse (field service engineer) was dispatched and confirmed a leak from the I-bream tubing which was disconnected from the retic stain mix chamber. The fse replaced the tubing to resolve the leak but the fse discovered a second leak under the flow cell. The fse replaced the differential and retic sample lines to resolve the leak under the flow cell. The instrument generated ++++ results for retic background counts and the fse replaced the ghost pump and retic mix motor to resolve the issue. The instrument then started to generate "dilutor board not answering" error messages and the fse replaced the cpu board to resolve the issue. The fse discovered a pinched tubing from the quick disconnect qd7 to the differential heater while verifying repairs and proceeded to replace the tubing as a preventive measure. Repairs were verified per established procedures and results met published specifications. Results: failure mode of the bluish leak reported by the customer is attributed to a disconnected tubing from the retic stain mix chamber; the instrument generated :::::: for retic results to alert the customer to an instrument problem. The failure mode of the leak under the flow cell reported by the fse is the retic and diff sample lines. The failure mode of the retic ++++ on background counts is the ghost pump and retic mix motor. The failure mode of the "diluter board not answering" errors is a defective cpu board. Failure mode of the erythrolyse restriction is a pinched tubing from quick disconnected qd7 to the differential heater. (B)(4).